Event description:
A malfunction was reported on the pump, with a software error being detected. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any further issues arose.